Manufacturer narrative:
(B)(4). D10: unknown, tibial component, unknown. Unknown, articular surface, unknown. G2: foreign: australia. H6: proposed component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a total knee arthroplasty on an unknown date. Subsequently the patient underwent a revision due to an unknown reason. Surgical technique was utilized, no foreign bodies were retained. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3. Upon receiving additional information and reassessing the reported event, it was determined that the femoral component referenced in this report did not contribute to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient had primary knee. Subsequently, about 14 years later, the patient presented pain and had a revision of the tibial base plate for aseptic loosening.